Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilatation with a non abbott balloon catheter the promus 3.5 x 18mm stent was deployed in the mid right coronary artery (rca). Then, a second promus 3.5 x 23 mm was advanced distal to the first promus stent. This was a primary stenting (direct stenting) procedure and no pre-dilation was performed. The stent was successfully delivered to the lesion; however, upon inflation of the device to deploy the stent delivery system (sds), the balloon ruptured and the balloon became stuck in the stent. The guiding catheter was advanced to the mid rca and the sds balloon was removed from the stent implant. Then multiple guide wires were used with a 7fr guiding catheter to wire the promus stent and a balloon catheter was advanced and successfully deployed the stent. The procedure was successfully completed with no complication with great results. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.